Manufacturer narrative:
An inoperable implant was reported to abbott. The patient reported failing to charge their implant properly and the ipg was explanted. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that a surgical intervention occurred wherein the patient's ipg was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge their ipg as recommended. As a result, the ipg became inoperable the patient lost stimulation. Surgical intervention may be pending to address the issue.